Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4); 342-10-711, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
This patient had a left tkr on date and right tkr on date. The patient presented with bilateal acute infections in both knees. Dr. Did a bilateral I&d and tibial insert exchange. Female 72.